Manufacturer narrative:
Other, other text: additional information received via email from customer and attached by smiths medical in complaint on 03-dec-2021: patient information, pumps serial number received and complaint updated. (B)(6) does not provide the event history log for the pump. Item no longer available for return.

Event description:
Information was received regarding a an unspecified cadd cassette reservoir. It was reported that the device alarmed "no disposable, pump won't run." Patient was advised that it meant the pump did not recognize the cassette. Patient made a new cassette and was able to begin infusing. Lot number is unavailable. It was a life-sustaining infusion, but patient had a back-up device and successfully continued their infusion. There was no patient, or clinician injury associated with this event.